Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the facility, via ms&s, that the dietician has a patient with a button whose mom wants a feeding extension. The dietician found an extension, but the mom wants one shorter, which she can't find anything like this on the website. The mom states "it pops out" and needs to know if there is anything to secure the extension into the button. Ms&s provided her with the product information and told her that if the extension tube pops out, it is possible the device has been stretched out over time or it is possible the air/gas could push it out. Ms&s told her that if it is air or gas then using a decompression tube may help. Ms&s inquired when the tube pops out, is it at random times or when the patient is active or sleeping? Ms&s also inquired as to how long the button device has been placed. The mother stated she did not know how long the button device has been in, but she thinks it is less than one year. The mother also stated that the doctor changed the patient's previous tube and replaced it with a button because "the mom was not happy with the previous tube". Ms&s provided the dietician the product numbers and descriptions and suggested that the patient's mom could also call ms&s if she has any questions about the button.